Manufacturer narrative:
All buttons functioning properly. However, found slight corroded keypad traces. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, and cracked case near display window corners noted during testing.

Event description:
The customer reported via phone call that the insulin pump had crack on the screen. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.